Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation found a faulty sbc board and hard drive. Replaced the sbc board and hard drive. The system was tested and found to be working as intended. The system was returned to service.

Event description:
It was reported that the work station on the 9800 system would intermittently lock up. After rebooting a couple of times the system started working. No patient injury reported.